Manufacturer narrative:
One opened curved single use polymer I/a tip was returned for evaluation for the report of a scratch on the tip with a resulting posterior capsule rupture. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A visual inspection of the polymer I/a tip was performed and deemed conforming. No scratch was observed on the distal end of the tip. The evaluation does not confirm a scratch on the I/a tip. The polymer I/a tip was manufactured to specification. The root cause for posterior capsule rupture and why the customer thought the product was nonconforming cannot be determined as the I/a tip met specification. I/a products are 100% visually inspected during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, a patient experienced a posterior capsule rupture as a result of a scratch or defective irrigation aspiration tip. There was no surgical intervention required. The intraocular lens was implanted without any problems.